Event description:
Error 41.

Event description:
Device history record were reviewed, no event linked to the reported issues was observed. Device log was reviewed and several error 24 (unclamping) and error 41 (upstream pressure out of range) were found. Those errors are not necessarely linked to the event and are insufficient to confirm the reported event. The reported device was received in lake zurich and its investigation was performed by our local technical team. Several tests were carried out and all performed successfully (clamp motor (test 15) - pressure test - air sensor (test 14) - clamp (test 19)). The reported event or the errors found in the log could not be reproduced. There was no technical or functional issue that could be identified for this device. There are several causes at the origin of air in line alarm (or no air alarm) and most of them are not linked to an air issue but to a normal behavior of the device due to chosen settings (or to misuse - misunderstanding of those settings). Parameters of the device can be modified in order to manage the length or number of air bubbles allowed to go through the tube. Above chosen settings (accumulated value) the air in line alarm is triggered. In this case where there was no alarm, parameters may have seemed too high to user expection. To our knowledge no patient consequences have been reported. This complaint is not valid. No action was initiated for this issue as per our local procedures.